Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during procedure. All pieces were removed successfully.

Manufacturer narrative:
Alleged failure: break. Probable root cause: - inadequate window profile - inadequate welding process (i.e. Plasma, inductive, gluing) - improper material strength - inadequate size selected for the application - material brittleness - excessive force applied by the user - incorrect rfid tag. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during procedure. All pieces were removed successfully.